Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician reported the pacemaker had <.5 years two months ago however, recently it showed 1.5 years with magnet rate of 100 beats per minute (bpm). Boston scientific technical services (ts) discussed current bin and longevity management. Ts also suggested programming options. Additional information received indicated that there was no change made to the device and the patient was scheduled for follow up. This pacemaker remains in service. No adverse patient effects were reported.